Event description:
The customer reported oil mist haze. They reported that the unit was working fine. The technical rep instructed the customer not to use the unit until it could be repaired. Attempted to contact the customer regarding potential physical symptoms but the customer was not available. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse replaced the oil filter and added an extra rubber o-ring on the filter assembly to help secure a tighter seal around the mounting bolt. He ran a calibration verification test for each sub assembly and ran a leak back test. He verified that there was no oil mist exhausting from the filter during assembly during the entire test cycle. The machine was working to MFR specs.